Manufacturer narrative:
Occupation: other, senior counsel, litigation. Additional information is pending and will be submitted in a follow up report when received.

Event description:
As reported by an updated legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to perforation and tilt. As a result of the malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Event description:
As reported by an updated legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to perforation and tilt. As a result of the malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per medical records: the patient presented with a complex medical history including the following: recurrent dvt, pe, contraindication to anticoagulation, hypercoagulable state, anticoagulation complication of an intracerebral bleed and intraabdominal bleed, and recently developed clot in left lower extremity. The patient underwent a CT angiogram which revealed a saddle embolus in her pulmonary artery. The patient was prepped and left common femoral vein was accessed. Under fluoroscopic guidance the inferior vena cava was accessed and a venogram showed free flow without evidence of clot. A trapease ivc filter was deployed successfully at the l1-2 position. Approximately 11 years post implant, the ivc filter was evaluated by abdominal CT. The CT scan revealed an apparent extension of the distal aspect of the filter legs beyond the ivc lumen and a 4.5 degree lateral tilt. The following additional information was received per patient profile form (ppf): the patient reports perforation of filter strut(s) outside the ivc and tilt. The patient also reports suffering from recurrent blood clots and psychological injuries.

Manufacturer narrative:
Additional information: section b5 (event description) section d4 (model number) section g4 (date received by the manufacturer) section h6 (evaluation codes: patient code 2135, device code 816, method code 4117)

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted and was associated with perforation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes recurrent dvt, pe, contraindication to anticoagulation, hypercoagulable state, anticoagulation complication of an intracerebral bleed and intraabdominal bleed, and recently developed clot in left lower extremity. A CT scan revealed a saddle pulmonary embolus. Under fluoroscopic guidance, the inferior vena cava filter was deployed successfully at the l1-2 position. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to perforation and tilt. Approximately 11 years post implant, a CT scan revealed an apparent extension of the distal aspect of the filter legs beyond the ivc lumen and a 4.5 degree lateral tilt. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc and tilt. The patient also reports suffering from recurrent blood clots and psychological injuries. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.